Manufacturer narrative:
(B)(4). The investigation was completed on 01/12/2017. Customer returns and retain product was tested and the customer complaint was not reproduced.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.11 on an (B)(6) male patient with gross edema, chf. There was no additional patient information at the time of this report. (B)(6). Per I-stat system manual art: 714260-00t, rev. Date: (B)(6) 2015, code 151, the analyzer detected an atypical data stream from the cartridge. There are no injuries associated with this event. The investigation is underway.